Manufacturer narrative:
The manufacturer has completed their investigation of an everflo oxygen concentrator that allegedly was involved in a house fire. The patient was reportedly hospitalized for treatment of burns and the patient's son was reportedly treated for smoke inhalation.the device is not being returned for evaluation. The fire scene was investigated and found the concentrator was in a different area from where the fire originated. The device was not the source or cause of the fire.

Event description:
The MFR received information alleging an everflo oxygen concentrator was involved in a house fire. The patient was reportedly hospitalized for treatment of burns and the patient's son was reportedly treated for smoke inhalation. The device has not returned to the MFR for evaluation. A follow up report will be submitted when the investigation is complete.